Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use for a gastrointestinal bleed. According to the complainant, during the procedure, the gold probe was not responding properly at the normal wattage. The physician completed the procedure with another gold probe device using the same equipment at the same wattage. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Further details on the procedure, and patient are not available.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.